Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4)

Event description:
Patient called and stated that following his knee replacement that his knee is loose and aching. He had a scope done as well as cortisone shot in 2015. He states he cannot run or work out without pain and has pain while sleeping.